Event description:
My father received an abbott trifecta tissue heart valve (model tf-29a) in (B)(6) 2016. He discovered that the device was recalled on 06/21/2024 after worsening health condition that lead to eventual hospitalization on (B)(6) 2024 and death on (B)(6) 2024 prior to a surgery to replace the defective heart valve.